Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was not working. There was no patient harm.

Manufacturer narrative:
Updated field: b4, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5, d9 a getinge field service engineer (fse) spoke to the local biomed over the phone. Customer performed touchscreen calibration, verified all touch selections registered and the issue was resolved

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation event site full name: (B)(6).

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) touchscreen is not working. There was no patient harm.